Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is very upset because the sensor glucose readings are not accurate at all. Customer was unable to upload data to carelink due to computer issues. Customer stated that she also had a calibration error and sensor was in warm up. Customer stated that her blood glucose changes extremely rapidly from 400 to 100 mg/dl in an hour. Customer was advised that rapid changes in blood glucose level can affect the sensor reading causing it to trend much slower and taking longer to be accurate. Current blood glucose value 65 mg/dl. Nothing further reported.